Event description:
An open surgery on the spine for a thoracolumbar posterior fusion of vertebrae t11 to l3, due to a burst fracture of l1 with conus medullaris syndrome, with intended placement of 8 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. - acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the navigation accuracy to proceed. - starting with left t11, used the navigated pointer to determine the location of the pilot hole, and opened the cortical bone with a not navigated non-brainlab drill at the determined location. - used a non-brainlab thoracic probe, calibrated to the navigation for instrument position display on the patient scan, to expand/finalize the pilot hole in the vertebra for the following screw. - inspected the pilot hole with a non-brainlab ball feeler, and threaded the pilot hole with a non-brainlab tap calibrated to the navigation. - placed the spine screw following the pilot hole with a non-brainlab screwdriver calibrated to the navigation. - with the same navigated method, prepared and placed the remaining 3 thoracic screws bilateral in t11 and t12. - acquired another intra-operative c-arm scan with automatic image registration to the navigation, and determined from the scan that the right-sided t11 and t12 screws deviated from their intended positions, by ca. 2-4mm shifted medial. - decided to remove these 2 deviating spine screws, and re-placed them to their desired positions with the same navigated method as before. - performed an intra-operative verification c-arm scan to confirm the correct placements of the thoracic screws, and continued with this scan with also automatic registration to the navigation to place the lumbar spine screws. - with either using the navigated drill guide 3.2mm to drill the pilot holes, else the same navigated method as before, or for some lumbar placements using the identical instruments and method as for the thoracic vertebrae before, placed the remaining 4 spine screws into the lumbar spine bilateral in l2 and l3. - acquired a new intra-operative verification c-arm scan, and determined that the left l2 screw deviated shifted by ca. Ca. 2-4mm lateral from its intended position. - removed the left l2 screw, and re-placed it to its intended position using the verification scan with automatic image registration with the navigated method including the drill guide. - confirmed the correct placement with a final verification scan, completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of the affected 3 of 8 spine screws placed with the aid of navigation was detected by the surgeon with intra-operative c-arm scans before finalizing the surgery, and these placements were corrected at the very same surgery with navigation. - the final outcome of this surgery was successful as intended, with the revised placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to the surgery/anesthesia prolong of ca. 2hrs. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): - the deviation of the affected 3 of 8 spine screws placed with the aid of navigation was detected by the surgeon with intra-operative c-arm scans before finalizing the surgery, and these placements were corrected at the very same surgery with navigation. - the final outcome of this surgery was successful as intended, with the revised placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to the surgery/anesthesia prolong of ca. 2hrs. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the spine screws placed with the aid of navigation in right t11 and t12, and in left l2, deviating by ca. 2-4mm shifted in the patient's left direction, is: - a de-calibrated non-brainlab c-arm that was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to the navigation. Test scans performed by a brainlab and a c-arm manufacturer's representative after the procedure revealed a deviation of the anatomy registration to navigation matching the observed placements deviation, indicating that the scanner became decalibrated before the surgery. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration result in the navigation. A further contributing factor for the deviations at right t11 and t12 is: - relative movements of the spine anatomy during the surgery between the vertebra the navigation reference array was fixated to (l3), and the vertebrae operated on (t11/12) due to an insufficiently rigid connection of the anatomy in between, not as required/instructed for brainlab navigation, and the forces applied to the bone during instrumentation. A structural instability, a fracture at l1, was present in between, which significantly reduces the rigidity of the spine. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification of the registration, after draping, and throughout the surgery before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Note: the non-brainlab c-arm used at this surgery was already re-calibrated by a c-arm manufacturer's representative/hospital's supplier of their c-arm, and its corresponding new properties were calibrated to the navigation by brainlab on jan 22, 2024.